Event description:
It has been reported to philips that the device was not booting, stalling at 0:00. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a diagnosis was performed when the issue happened. The procedure was completed by restarting the system. The philips field service engineer (fse) visited onsite and confirmed that image processing computer (ippc) was booting up and down in several seconds on its own. Review of the log file it confirmed that ram memory problem happened of the image processing computer (ippc). The cause of the ippc failure determined by the supplier's part analysis as it confirmed malfunction in ram (random access memory). Fse repositioned the rams, but the problem couldn't be resolved. The fse replaced ip pc and hard drives. Upon troubleshooting fse found actual cause of the issue was due to the system version. So, they tried to update the system, but it failed as during that preinstallation fse couldn¿t reinstall the flex vision pc. Fse replace the flex vision pc, after replacement of ip pc, hard disks and flex vision pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.